Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the patient results. After further review of all the provided patient result data, the fse did not identify any issues that would raise question. The fse inspected the analyzer and found no mechanical issues. The fse then reviewed the customer lab practices and lab supplies and found no issues. There was no history for mechanical errors on the error log, and confirm quality control (qc) had no issues and results were within acceptable range. The fse determined the cause of the reported issue could not be identified. While at the customer site, the customer did inform the fse they were experiencing issues with the handheld scanner intermittently working. While this is not related to the reported issue, the fse replaced the scanner while on-site. The analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 11509004. There were no other similar complaints found during the searched period. The analyte application manual for prostate specific antigen (psa) states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient.10 results from the st aia-pack pa assay should not be interpreted as being definitive for the presence or absence of prostate cancer. Patients with levels of psa within the reference interval found in apparently healthy subjects may have prostate cancer; patients with levels exceeding those in the reference interval may be prostate cancer free. Results from the st aia-pack pa should be interpreted in the light of other clinical findings and diagnostic procedures such as dre. Biopsy of the prostate is currently the medically accepted standard used to confirm the presence/absence of prostate cancer. The following data was collected using the aia-pack pa. The st aia-pack pa demonstrates equivalent performance. (See comparative analysis.) The most probable cause of the reported event was not established, no device problem identified.

Event description:
A customer reported potential discrepant patient results for prostate specific antigen (psa) on the aia-900 analyzer. The results were reported out to the patient physician. The physician was expecting a less than low result, however a higher result was detected. The customer sent out the patient sample to a reference lab for conformation of the initial result, and the reference lab result was the expected "less than low" the customer stated the quality control (qc) is within acceptable range. The customer also stated this issue has been ongoing intermittently over the course of a couple of months, however tosoh was not made aware until this complaint. The customer recalibrated with different lots and maintains maintenance on the analyzer per the operator manual. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported patient results.

Manufacturer narrative:
Correction to section g2: healthcare professional previously unchecked. Correction: health care professional checked.